Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed at zoll medical corporation; during disassembly of the device to determine root cause, the technician observed damage consistent with mishandling. The front enclosure and lcd dispay module were replaced to remedy the report. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.